Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR. The device history record for zimmer air dermatome serial number: (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The review found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink to query for all repairs on serial number: (B)(4) prior to 12 october 2018, the device was noted to have not been previously repaired. The reported event was confirmed by the service technicians who evaluated the device. On 12 october 2018, it was reported from (B)(6) centre that a dermatome did not shave and had loose parts. The customer returned a zimmer air dermatome, serial number: (B)(4), for evaluation. Evaluation of the device occurred on 12 october 2018 and confirmed that the device had a loose oscillator. The technician also found that the head on the dermatome was worn. The device was sent off to zimmer taiwan to perform the repair. The device was tested prior to repair at zimmer taiwan on 5 november 2018 and was noted to be out of side to side calibration at all four settings. The master blade when tested with the device did not sit flush with the control bar and the motor ran below motor speed specifications. Repair of the device on 7 november 2018 involved replacing the motor, machined head, reciprocating arm, multiple bearings, an o-ring, a seal, and width plate screws. The technician then verified that the device was functioning as intended and the dermatome was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number: (B)(4) on 12 october 2017. While the service technician confirmed that the device had a loose oscillator, it cannot be determined from the information provided what caused the component to become loose. Therefore, based on the information provided, a specific root cause for the loose component issue cannot be determined. While the service technician does find that the device was running below motor speed specifications and that the master blade did not sit flush with the control bar, it cannot be determined how either of the noted issues contributed to the shaving issue that was mentioned by the customer. As such, the root cause of the device not shaving properly cannot be determined.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device has been returned for evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that during surgery, the unit does not shave and have parts loose. There was no harm, no delay reported. Alternative device was used to complete the surgery; an additional graft was not required. No adverse events were reported as a result of this malfunction.